Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further review, the initial emdr for complaint (B)(4) was submitted in error. The issue involves a non-maquet intra-aortic balloon catheter. Therefore, the complaint was created incorrectly and is non-reportable to the FDA. No follow-up emdr is required. Please cancel this complaint in your database.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6) hospital, and event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported that a suspected balloon rupture occurred with the intra-aortic balloon (iab). During an inspection at the hospital, the biomedical engineer stated that a substance resembling blood was observed in the tubing while the iabp was in use on a patient. The device was immediately turned off, and the catheter was removed. No patient harm was reported.